Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully, reducing the mr to 3-4. To further reduce mr, a second clip ((B)(4)) was implanted, reducing mr to 1-2. After deployment, the second clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr returned to 3-4 and leaflet damage was suspected. A third clip was implanted to further reduce mr; mr was reduced to 3. The patient is stable. Additional treatment is being considered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed posterior leaflet). The reported mitral valve injury (leaflet damage) appears to be due to the slda. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed report, the following information was received: a second intervention was performed on (B)(6) 2018. Two clips were implanted, reducing mr to 2-3. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was received. Investigation is not yet complete. A follow up will be submitted with all additional information.

Event description:
Subsequent to the initially filed report, the following information was received: a second intervention was performed on (B)(6) 2018. No additional information was provided.